Event description:
It was reported that a patient had hip fracture surgery on (B)(6) 2014. A dynamic hip screw (dhs) system was implanted. Initial surgery was successfully completed without surgical delays. Reduction was successful. Imaging was taken periodically on unknown dates. Patient reported pain on unknown date. Imaging taken on (B)(6) 2015 confirmed a non-union and a broken dhs/dcs one-step lag screw. Patient was revised to bipolar hip replacement on (B)(6) 2015. Revision surgery was successfully completed without surgical delays. Devices and imaging are not available for evaluation. This report is 2 of 6 for (B)(4).

Manufacturer narrative:
Additional narrative: additional product code: hrs. Device history records was conducted. The report indicates that the: product manufacture date: march 21, 2014, part expiry date: february 2023. A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 135 deg dhs plates - std barrel 4 holes/78mm - sterile was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. As a result of the above and the fact that no device was returned for evaluation, this complaint is deemed unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.